Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced low blood glucose. Customer blood glucose was 40 mg/dl. Customer was treated with with glucose and carb intake. Troubleshooting was completed. Device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the auto mode feature was not on at the time of the event.